Manufacturer narrative:
An event regarding unspecified revision of a triathlon insert was reported. The event was not confirmed. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical could not be completed due to the poor quality of the documents provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: revision surgery took place due to pain whereby the reported insert was revised for unspecified reasons. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, better quality x-rays and operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had tkr done (the surgeon estimates 10 yrs ago) and says she was doing well until recently when she started having pain. The knee was opened and I/d poly exchange was performed. She was believed to be infected but it was ruled out.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had tkr done (the surgeon estimates 10 yrs ago) and says she was doing well until recently when she started having pain. The knee was opened and I/d poly exchange was performed. She was believed to be infected but it was ruled out.